Event description:
Overdelivery reported. It was reported to an abbott rep by a biomed engineer that "the pump overdelivered 20 of morphine." It was not known if that meant 20 mg or ml overdelivered. The pt was given narcan. There was no indication of any adverse pt sequelae. Biomed reported that nothing was found wrong with the device during testing procedures. Multiple attempts have been made to contact the user facility risk mgr for clarification and further info regarding this event. Co's calls have not been returned. No add'l info is present at this time.if any significant info regarding this event becomes available, it will be forwarded to the agency.